Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, and white particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening.